Manufacturer narrative:
The field service engineer attempted to reload the x-ray pc, but the issue persisted. Further troubleshooting included moving the image drive to another bay and restoring system backups, which allowed the system to make and store images as normal. However, an additional adjustment is needed, and the engineer may need to order another x-ray pc. The client was informed of the ongoing troubleshooting.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no fluoro - image storage not possible.the clinical use of the system was in use.there was no harm reported to philips.